Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: unspecified joint procedure. Reportedly, a burn was noticed on the drape and when the pt was checked the pt had a minor burn on the leg which did not require treatment.